Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple altitude alarms occurred while the pump was not outside the labeled altitude operating range. The customer changed the cartridge to address the issue, and successfully resumed insulin delivery. However, while customer was changing cartridge, it was reported that the customer performed the fill tubing sequence while connected at the site and delivered insulin into the body. Subsequently, the customer experienced a blood glucose (bg) level ranging from 45 mg/dl to a value displayed as "low" on the continuous glucose monitor. The customer required assistance from paramedics to treat bg via a glucagon shot. The customer was instructed to consult with healthcare provider regarding bg level. Additionally, it was reported that the cartridge was leaking from the o-ring near the septum. Customer loaded a new cartridge to address the issue, and successfully resumed insulin delivery.